Event description:
Analysis of the returned device found that the main coil was not attached to the delivery wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the coil was extensively stretched and separated from the delivery wire. The delivery wire was kinked. The proximal contact was separated from the delivery wire. The damage evident on the unit would signify excess force was applied to the unit. However, the root cause of the force applied cannot be determined. It is probable that device findings may be related to procedural and/or anatomical factors which limited the performance of the device during procedure. Therefore, a root cause of operational context will be assigned to this investigation.